Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 33 mmol/l at the time of incident and the current blood glucose of the patient was 4.5 mmol/l. Customer treated with insulin pump and syringe. Customer reported did not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the tape was not sticking. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.